Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed the uplink test. A known good cable was used and the head passed functional tests. It was also indicated that the cable's insulation was cut, that the upper case lens was broken, and the retainer was broken. The head was sent for repair and restocking. (B)(4).

Event description:
The radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.